Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. Cracked reservoir tube lip and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump is malfunctioning. The insulin pump alarmed during the prime process. The blood glucose reading is 211 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.